Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problem reported. Preventative maintenance was performed. A review of complaints for the last 24 months indicated two additional, related reports for this system. A review of service requests for the last 24 months indicated two additional, related reports for this system. A root cause for the reported frozen touchscreen was unknown and cannot be determined because no sample was returned for evaluation and steps could not be taken to replicate or confirm the reported event. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient impact (no consequences or impact to patient) product problem(s): "touchscreen freezes" (no display or display failure). The customer reported the touchscreen freezes. No patient impact was reported.